Manufacturer narrative:
Due character limit e1, event site name- (B)(6), event site telephone- (B)(6). Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and identified a faulty pressure sensor cable. The fse replaced the cable bp transducer adapter. The unit passed all functional and safety tests in accordance with the manufacturer's specifications. The failure analysis and testing dept. Received part cable assembly blood pressure transducer serial number n/a with a reported unit failure of pressure line is faulty. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number cable assembly blood pressure transducer serial number n/a into the cardiosave test fixture serial number (B)(6) and tested the cable to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Connected the cable to a patient simulator and placed it in the blood pressure mode. The fat dept. Observed that a blood pressure signal was not generated on the display. The fat dept. Confirmed the complaint of the pressure line being faulty. The cable failed testing. Retaining the cable in the fat dept. Per procedure 0002-07-d008 rev.au.

Event description:
N/a.

Event description:
It was reported that after turning on cardiosave intra aortic balloon pump(iabp), the user could not enter the operation interface (it was stuck on the company logo interface and could not proceed), and the device was accompanied by a buzzer alarm. The device was not used on patients.

Manufacturer narrative:
(B)(6). Supplemental report will be submitted upon completion of our investigation.